Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation reveals that the adjusting suture (white) was broken and frayed. Review of the device history record for the involved adjusting suture indicated that there were 23 pieces rejected for bad tip during the normal manufacturing process. No nc¿s or anomalies in the release lot. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Due to the 23 pieces of bad tip suture being rejected prior to the lot release of the adjusting suture this complaint is not likely to be caused by a manufacturing defect. Therefore escalation of this complaint is not required. The root cause of the suture breakage cannot conclusively be determined, however one possible root cause for the breakage is too much tension on the adjusting suture when attempting to keep the adjustable cortical implant button in place. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during an acl procedure, while pulling the graft into the femoral tunnel, when 30mm graft was pulled into the tunnel, the white loop shortening suture was being pulled, it broke. The surgeon cycled the graft thinking that loop would lock onto the button, however the graft came down. The surgeon used a fixed loop-rigid loop 20mm which was available in the set of implants available instead and only 10min was wasted in the procedure.